Event description:
As omnipod device (insulin delivery device, made by insulet corporation) stopped working and my son's blood sugar went very high. My son has type 1 diabetic. We were bolusing according to what he ate, but his blood sugar kept climbing. Eventually we gave injections and replaced the pod. It had been working correctly for 24 hours but starting at supper time, it stopped working. By bedtime, we knew we had to change it. He felt horrible after supper.